Manufacturer narrative:
Concomitant product: product ID 5076-58 lead, implanted: (B)(6) 2010, product ID 5076-52 lead , implanted: (B)(6) 2010.

Event description:
During the device explant, while using the electrocautery, the right atrial and right ventricular channels both switched to unipolar pacing. It was noted that the patient is pacemaker dependent. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. There were no anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.